Event description:
Customer reported they were hospitalized for low blood glucose. Troubleshooting was not completed since customer was not able to complete manual prime step. Instructed to disconnect and return pump.